Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fixation at c2-7 due to kyphosis. Intra-operatively, during final tightening for the rod crosslink, when the rod gripper started to grip the rod in an attempt to apply the counter torque,the tip of the product was broke. The end of the tip damaged from the base. There were no fragments remained inside the patient. There were no patient complications as a result of alleged event.

Manufacturer narrative:
Product analysis: visual review confirmed the instrument has broke at the base of one of the grippers. Microscopic examination identified a fairly flat quasi-brittle fracture with riverlines consistent with overload. The location and fracture morphology is consistent with bend stress overload during usage. If information is provided in the future, a supplemental report will be issued.